Event description:
Caller reported a malfunction on the pump, identified by malf 5 code, with no notable events occurring beforehand. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use mdi as a backup therapy, and cts resolved the issue by sending a replacement pump with updated software and providing instructions for storage mode and returning the defective pump. The caller understood and acknowledged the provided guidance and actions needed for the replacement process.